Manufacturer narrative:
One guideliner xl was returned to vsi for evaluation. The catheter shaft was separated at the proximal weld joint. The shaft od and distal ID was measured and met requirements. The working length of the catheter and shaft was measured and met requirements. The traveler was reviewed. There were no nonconformances related to this lot. The event description along with the returned product evaluation provided sufficient evidence to determine that the most likely root cause is manufacturing related.

Event description:
Guideliner broke off in patient towards the end of the case.